Manufacturer narrative:
Product event summary - the proximal segment of the lead was returned and analyzed and no anomalies were found. However, the proximal conductor of the lead became extrinsically fractured due to a cut. The distal conductor of the lead became extrinsically fractured due to a cut. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6947 implantable defibrillation lead (B)(6) 2011. (B)(4).

Event description:
It was reported that the right atrial lead tip was cut during a maze procedure. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.